Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device doesn't work. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor rotation was blocked and rusty. Further, the motor cable was in bad condition and keyboard resistance were out of tolerance limits. The motor, motor cable and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor tends to stick and not turn. With the available information, we cannot determine the root cause of the defective motor cable and defective keyboard. The corroded motor and defective motor cable and defective keyboard would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on an unknown date, it was observed that the micro tornado hp w hand control device did not work. During in-house engineering evaluation, it was determined that the motor was blocked and corroded. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.